Event description:
It was reported that during a pci procedure involving a lesion in the right coronary artery (rca), the stent moved on the delivery balloon. The stent failed to cross the lesion and while being pulled back into the 6fr al 1.5 guide catheter, it partially dislodged from the liberte' monorail stent delivery system. It was noted that the stent shifted approx 1/3 from it's original position. The device was removed without incident. No pt injuries or complications were reported. Pt status is reported as 'safe'.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant info become available; a supplemental medwatch report will be filed.